Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit onto the pump. A new cartridge was successfully loaded onto the pump. Blood glucose level was 118 mg/dl.